Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an incorrect reading on the gauge occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous mid right coronary artery. The physician advanced a non-bsc balloon to the lesion and inflated the balloon with an advantage 26 inflation device, however the inflation gauge did not move. The procedure was completed with another advantage 26 inflation device and the deployment of a promus stent. No complications were reported and the patient's status is good.